Manufacturer narrative:
The root cause of the leak is unknown; however, the problem was resolved when customer replaced the probe wipe. Customer did not call back to report any further problems. (B)(4).

Event description:
Customer called to report that the probe of the coulter act diff analyzer leaked a few drops of clear fluid when it aspirated a sample. The customer technical support (cts) assisted customer with troubleshooting the instrument by advising customer to follow the operator's manual to remove/clean/install probe wipe. Customer replaced the probe wipe, which resolved the leak issue. Customer stated that patient samples and results were not affected, and that no one was harmed by or exposed to the leak.